Event description:
Additional information received indicated that the patient's pain at ipg site has resolved after the ipg relocation surgery.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 to relocate the ipg pocket.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at ipg site due to the ipg being superficial. Surgical intervention may take place at a later date to address the issue.